Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck and tore during insertion. The iol was removed and replaced with another lens. There was a delay of about 5-10 minutes. There was no patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/1/2017. Device returned to manufacturer? Yes. The complaint unit was received in the original folding carton. Visual inspection at 10x microscope magnification was performed. Loose particles/fibers in the optic body were observed compatible with handling the lens out of the sterile environment. Residue of lubricant such as ophthalmic viscoelastics (ovds) was observed in the lens body. One lens haptic was observed detached. The detached haptic piece was not returned. No torn defect on the lens optic was observed. The condition observed in the lens is consistent with a lens that has been handled and prepared for surgical use. The customer's reported issue was not verified in the returned sample. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.